Event description:
It was reported that the device was used during a laparoscopic procedure. The staple line only formed on the proximal half. There was no pt consequence. Another device was used to complete the case.